Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system (exact type unknown) was used during a procedure on (B)(6) 2004. According to the complainant, the patient suffers from post-operative dyspareunia, mesh erosion, pelvic pain, and severe incontinence. All other information is unknown and reportedly unavailable.